Event description:
Customer reported via phone call, that they want their insulin pump replaced due to high blood glucose levels. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor(gold). Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime/fill anomaly. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.